Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during crt-p implant, physician was unable to advance the quartet lead, a new lead was placed successfully. The lead would not be returned as it was discarded. No adversed events to patient.